Manufacturer narrative:
This part is not approved for use in the united states; however a similar device catalog # 75446545, 510k #k042025 and UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar fusion (plf) due to stenosis at l1-l5. Post-op, l4 fractured and the screw loosened. Patient underwent revision surgery for removal of loosed screw.